Manufacturer narrative:
Additional information: date of birth: (B)(6) 1970. X ray review: post-op, xray for c5-6 artificial disc replacement show degradation of the c5 endplate with resultant migration of the superior portion of the graft. This is likely related to the bone quality, sizing of the graft or violation of the endplate at the time of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on- (B)(6) 2018: patient presented for office visit. Primary disease: neurotic disorder, inter-vertebral disc displacement, bony spur patient underwent x-ray: diagnosis: spur of treated segment patient underwent MRI: diagnosis: intervertebral disc displacement of treated segment patient underwent CT: diagnosis: intervertebral disc displacement of treated segment, spur of treated segment (B)(6) 2018: patient underwent surgery in which prestige lp disc was implanted. Post-op, patient can not look up at the ceiling by tilting head. Patient has some difficulty in motion of bending forward, kneeling or stooping. Patient has slight headaches which come infrequently and moderate headaches, which come frequently. Patient also reported severe pain. Patient underwent x-ray on (B)(6) 2018, diagnosis: state of implant-abnormality, other abnormality: fracture of the fifth cervical vertebral body. Patient underwent CT on (B)(6) 2018: diagnosis: other abnormality: fracture of the fifth cervical vertebral body. (B)(6) 2018: patient underwent image diagnosis due to possible malfunction. Severity: serious (B)(6) 2018: patient underwent xray image showing abnormality. Even though it was recognized that the implant position was not good, decompression was good and the patient's preoperative symptoms have completely disappeared. (B)(6) 2018: a bone fracture of the cranial vertebral body occurred and implant subduction occurred. Re-operation was planned to be performed later.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 6961460, PMA #p060018, UDI: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: herniation occurred. Procedure: artificial intervertebral disc replacement surgery. Level implanted: c5/6. It was reported that on unknown date, post-op, neck pain occurred 4 weeks after the operation. It was found by confirming x-ray image that end plate at caudal side of c5 was crushed and implant moved a little.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, removal of the artificial intervertebral disc and anterior decompression and fixation were performed. The course of the patient was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
X ray image diagnose-impression: checked bony spur at the treated segment image diagnosis (x-ray, MRI, CT): new adverse events/defects founded by checking the confirmed images-impression: it is not judged as accompanying symptoms of fracture.

Manufacturer narrative:
Additional information: correction: incomplete and incorrect information was entered in regulatory report # 1030489-2018-01656 (follow up number: 003 and follow up number: 004). Hence, both these follow-up regulatory reports are invalid; and must be cancelled. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, removal of the artificial intervertebral disc and anterior decompression and fixation were performed. The course of the patient was good.

Manufacturer narrative:
Correction: the 'aware date' for 'regulatory report # 1030489-2018-01656' is 12-aug-2019; and not 12-aug-2018. Year of 'aware date' in the above mentioned report was entered incorrectly. If information is provided in the future, a supplemental report will be issued.